Manufacturer narrative:
The explanted ipg will not be returned to bsc as it was discarded by the medical facility.

Event description:
It was reported that the patient was experiencing infection symptoms at the ipg and lead sites. The patient was placed on antibiotics but was still experiencing pain, redness, swelling and discharge in those areas 5 days later as well as a fever. The patient ended up being hospitalized and being placed on IV antibiotics while under supervision. The patient's 2 linear leads were explanted as infection was evident at both lead sites. The wound sites were washed out as well. The ipg remains implanted as it appeared to be clear of infection. The cause of the infection is not known. The patient will stay admitted in the hospital for an additional week under physician's care following the explant surgery. Additional information was received that the patient's ipg was explanted due to the infection. The patient was experiencing ongoing symptoms and taking antibiotics the entire time while being implanted. The patient has fully recovered following the explant surgery.

Manufacturer narrative:
The ipg will not be returned to bsc as it remains implanted. The explanted linear leads will not be returned to bsc as they were discarded by the medical facility. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7071999. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366500, model: sc-2366-50, serial: (B)(4), batch: 7071870.

Event description:
It was reported that the patient was experiencing infection symptoms at the ipg and lead sites. The patient was placed on antibiotics but was still experiencing pain, redness, swelling and discharge in those areas 5 days later as well as a fever. The patient ended up being hospitalized and being placed on IV antibiotics while under supervision. The patient's 2 linear leads were explanted as infection was evident at both lead sites. The wound sites were washed out as well. The ipg remains implanted as it appeared to be clear of infection. The cause of the infection is not known. The patient will stay admitted in the hospital for an additional week under physician's care following the explant surgery.